Event description:
Customer reported a corneal burn. The reported concerns include the potential need for bottle height adjustment, the presence of air pockets in the phaco sleeve during sculpting, and noticeable finish wear on the phaco tip. No further information was provided. This report is against the veritas. A separate report will be filed against the phaco handpiece, phaco tubing, phaco tip and healon ovd.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.